Manufacturer narrative:
Philips has investigated this complaint. Based on the additional information obtained, the problem arose during a vascular diagnostic procedure. The medical intervention was completed successfully as planned using a wired footswitch. A philips field service engineer (fse) inspected the system onsite and replaced the wireless footswitch (wfs), the wfs base station and the pictogram sheet to resolve the issue. A failure analysis test was performed on both the wfs and the wfs base station. The tests determined that there were no issues with the wfs base station, and it was confirmed that the wfs was unable to pair with the wfs base station. The exact cause of this inability could not be definitively identified. Nonetheless, after the necessary replacements were made, the system was returned to use in good working order. The investigation determined that this malfunction is not connected to any field safety corrective action. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Event description:
It has been reported to philips that the wireless footswitch was defective. No harm has been reported to philips. A philips field service engineer (fse) inspected the device onsite and replaced the wireless footswitch base station, the wireless footswitch and the pictogram sheet. The device was returned to use in good working order.